Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer declined to speak with helpline for assistance. Customer stated that she has been off the insulin pump for 3 months, since june. Customer had unexplained no delivery alerts. No additional information provided.